Manufacturer narrative:
This case was initially received via regulatory authority (therapeutics goods administration, reference number: (B)(4) on 27-mar-2019. The most recent information was received on 03-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain"), autoimmune disorder ("auto imune issue") and adnexal torsion ("ovarian torsion") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), headache ("headache"), dizziness ("dizziness"), back pain ("severe back pain"), ovarian cyst ("ovarian masses(cysts) nos"), pyrexia ("fever"), psoriasis ("severe psoriasis"), pruritus ("severe itching"), alopecia ("hair loss") and renal disorder ("kidney issues"). At the time of the report, the abdominal pain, adnexal torsion, nausea, headache, dizziness, back pain, ovarian cyst, pyrexia, psoriasis, pruritus, alopecia and renal disorder outcome was unknown. The reporter considered abdominal pain, adnexal torsion, alopecia, autoimmune disorder, back pain, dizziness, headache, nausea, ovarian cyst, pruritus, psoriasis, pyrexia and renal disorder to be related to essure (ess205). The reporter commented: I have suffered side effects since implant. All of these symptoms except the nausea developed over time; nausea has been constant since implant. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (therapeutics goods administration, reference number: (B)(4)) on 27-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain"), autoimmune disorder ("auto imune issue") and adnexal torsion ("ovarian torsion") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), headache ("headache "), dizziness ("dizziness"), back pain ("severe back pain"), ovarian cyst ("ovarian masses(cysts)"), pyrexia ("fever"), psoriasis ("severe psoriasis"), pruritus ("severe itching"), alopecia ("hair loss") and renal disorder ("kidney issues"). At the time of the report, the abdominal pain, adnexal torsion, nausea, headache, dizziness, back pain, ovarian cyst, pyrexia, psoriasis, pruritus, alopecia and renal disorder outcome was unknown. The reporter considered abdominal pain, adnexal torsion, alopecia, autoimmune disorder, back pain, dizziness, headache, nausea, ovarian cyst, pruritus, psoriasis, pyrexia and renal disorder to be related to essure (ess205). The reporter commented: I have suffered side effects since implant. All of these symptoms except the nausea developed over time; nausea has been constant since implant. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.